Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be due to user related (handling issue, salt accumulation)/ design issue (in appropriate material choice). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions for use (23) avoid force on the connecting parts as they may be accidentally disconnect due to the weight of the drainage bag etc. And may cause urine spill." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the flow rate of urine through the inlet tube into the drain bag was restricted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flow rate of urine through the inlet tube into the drain bag was restricted.